Event description:
The device was received for service. During service, failure code 550:320 was found by baxter service technician. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. No additional contact information was provided.